Event description:
It was reported that the user experienced a severe low blood glucose episode, with a confirmed reading of 28 mg/dl, after using the pump¿s meal announcement feature that initially raised glucose to 270 mg/dl and then decreased to 28 mg/dl; the user expressed concern that meal announcements deliver too much insulin and was referred for clinical dosing guidance. Symptoms included hypoglycemia. Outcomes included assistance from a coworker with oral glucose and recovery without medical assistance or hospitalization. Investigation included troubleshooting and education by support staff. Investigation of this case revealed the cause of the hypoglycemia was unclear. It was concluded that no device malfunction was identified and additional clinical assessment was recommended for dosing optimization. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.